Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code), h11 , e1 (initial reporter, event site address). A getinge field service engineer (fse) evaluated the unit and determined that the compressor was expired. The fse replaced the scroll compressor. Following the repair, the unit underwent testing and was found to be operating normally. The unit was returned to the customer for clinical use.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer before use that the cardiosave intra-aortic balloon pump (iabp) unit had alarm electrical test failure code 14. There was no patient involvement reported.